Event description:
Customer reported pt sample containing anti-e did not react with the e positive cells in the 0.8% resolve panel a, lot 8ra198. No death, or serious injury is associated with this event. This report corresponds to ortho-clinical diagnotics, inc.